Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify, was any quality deficiency/non-conformance noted with the suture? Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. Please provide lot number. Suture granulomas developed at 2.5wks in all 4 suture sites following uncomplicated laparoscopic cholecystectomy in sixty-two-year-old healthy female with no allergies and no prior history of suture reactions, despite history of multiple prior surgeries. Suture granulomas were painful, violaceous, hot, inflamed, with underlying nodular pus abscesses. No response to heat, topical steroids, topical antibiotics, topical voltaren but symptomatic relief with topical diphenhydramine and ice. Course worsened from two and a half weeks to 4 weeks and patient was evaluated by a second surgeon who elected to perform foreign body removal, incision and drainage with culture of purulent material, and wound revision with resection of granuloma and margin of normal skin. Cultures were negative. Incisions were closed with fascial vicryl and subcuticular cat gut. Patient has not been patched tested, but reaction to triclosan-coated monocryl suspected. Preoperative baseline through entire post-operative course photo documentation is available upon request. Initial surgery performed by dr. (B)(6) on (B)(6) 2024 and foreign body removal /wound revision performed by dr. (B)(6) on (B)(6) 2024. Final dx: suture granulomas with spitting sutures secondary to monocryl reaction. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide photos if still available. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. What is the patient's current status? Product code and lot number? Will any product be returned?

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2024 and suture was used. Post-op, 2.5 weeks after the procedure, suture granulomas developed. The suture granulomas were painful, violaceous, hot, inflamed, with underlying nodular pus abscesses. There was no response to heat, topical steroids, topical antibiotics, and topical voltaren, but there was symptomatic relief with topical diphenhydramine and ice. The course worsened from two and a half weeks to 4 weeks and the patient was evaluated by a second surgeon who elected to perform a second procedure on (B)(6) 2024 for foreign body removal, incision and drainage with culture of purulent material, and wound revision with resection of granuloma and margin of normal skin. The cultures were negative. The incisions were closed with a different suture. The patient had not been patched tested yet, however, the surgeon opined the reaction could be to the triclosan-coated suture. Additional information was requested.